Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, at two weeks postoperative, the patient reported experiencing a foreign body sensation which would come and go, mild achiness and difficulty reading. The patient reported her vision had been blurry the day prior. Postoperative medications were changed at this visit. At one month postoperative, the patient reported her vision was not as good. Cystoid macular edema and an epiretinal membrane were noted. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2011, 05/12/2011, 05/16/2011, 05/18/2011, and 05/24/2011 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 05/03/2011. (B)(4).